Event description:
The initial reporter received questionable probnp g2 elecsys and elecsys troponin t hs stat results from multiple patient samples tested on the cobas e411 disk. The reporter was able to provide the following patient samples with discrepant results: sample 1: the initial probnp ii result from the analyzer with the patient sample in the heparinized tube was <10.00 pg/ml with a data flag. The repeat result from the analyzer with the patient sample in the heparinized tube was <10.00 pg/ml with a data flag. The repeat result from the analyzer with the patient sample in the heparinized tube was 310.6 pg/ml. The repeat result from the analyzer with the patient sample in the serum separator tube was 318.5 pg/ml. The repeat result from a cobas 6000 analyzer with the patient sample in the serum separator tube was 310.9 pg/ml. The repeat result from a cobas 6000 analyzer with the patient sample in the heparinized tube was 297.5 pg/ml. All of the results were reported to the physician. Sample 2: the initial probnp ii result from the analyzer with the patient sample in the heparinized tube was <10.00 pg/ml with a data flag. The repeat result from the analyzer with the patient sample in the heparinized tube was 11235 pg/ml. This result was reported to the physician. The repeat result from the analyzer with the patient sample in the heparinized tube was 11335 pg/ml. The repeat result from the cobas 6000 analyzer was 11471 pg/ml. The initial troponin t hs stat result from the analyzer at 11:28 am with the patient sample in the heparinized tube was 12.92 pg/ml. The repeat result from the analyzer at 12:53 pm with the patient sample in the heparinized tube was 36.88 pg/ml with a data flag. Sample 3: the initial probnp ii result from the analyzer was <10.00 pg/ml with a data flag. The repeat result from the cobas 6000 analyzer was 960.5 (961) pg/ml. The results from the cobas 6000 analyzer were deemed correct.

Manufacturer narrative:
The probnp ii reagent lot number is 778442. The troponin t hs stat reagent lot number is 743115. The expiration dates were not provided. On the field service engineer's (fse) initial service visit, he inspected the analyzer and performed the sipper pipetter and sample/reagent (s/r) probe primes with acceptable results. He verified the liquid level detection (lld) voltages and the s/r probe tubing movements and performed s/r mechanical adjustments. He performed an assay performance check with acceptable results. The customer performed qc and a patient correlation study using controls and the reported patient samples with acceptable results. The issue was not resolved and the customer reported that the troponin t hs stat patient correlation study failed. On the fse's follow-up service visit, he cleaned the system water container, made a fresh buffer solution, and replaced the procell and cleancell reagents. He performed a liquid flow cleaning maintenance and loaded a new reagent. Qc was performed with acceptable results. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) performed preventive maintenance and replaced the measuring cells. He performed an assay performance check with acceptable results. The investigation determined the event was consistent with an issue with one of the analyzer's parts. The specific cause of the event could not be determined. The customer did not report any other issues after service. The investigation determined the service actions resolved the issue.